Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport MRI isp, 8 fr implantable port products that are cleared in the us. The product classification code for the powerport MRI isp, 8 fr implantable port product is identified in d2. H10: as the lot number for the device was provided, a lot history review was performed. The sample was returned for evaluation. The investigation is confirmed for the fracture and fluid leak; however, the investigation unconfirmed for the obstruction of flow. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H10: g4. H11: d2, g1, h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model 8808060, implantable port, allegedly experienced obstruction of flow. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
The catalog number has not been cleared in the us, but is similar to the powerport MRI isp, 8 fr implantable port products that are cleared in the us. The product classification code for the powerport MRI isp, 8 fr implantable port product is identified. The lot number was provided and a lot history review will be performed. The sample was returned for evaluation. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model 8808060, implantable port, allegedly experienced obstruction of flow. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.